Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was reading inaccurately. The complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue began on an unspecified date in (B) (6) 2010. The pt informed the cca that she was obtaining readings with the subject meter that were "normal", when her blood glucose was running either high or low. On the morning of (B) (6) 2010 (between 8:30-9:00am), the pt claimed she obtained a blood glucose result of "158 mg/dl" with the subject meter. It was noted that the pt manages her diabetes with insulin; however, denied taking any insulin in response to the reading. Approximately 5-8 minutes after obtaining the alleged inaccurate high reading, the pt claimed she "passed out." The pt did not recall if she developed any symptoms prior to passing out. On the way to the hospital, the pt stated that her blood glucose was "21 mg/dl" when tested with an ems meter. The pt reported being treated with IV glucose and once her blood glucose came back up, she was released from the emergency room. At the time of troubleshooting, the cca noted that the pt was using the correct testing technique. The pt did not have control solution to test the reported product. Replacement products were sent to the pt. This complaint is being reported because the pt claims she obtained an inaccurate high reading on the subject meter and reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.